Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The cuff was too loose and swapped for a smaller one. The aus was explanted and replaced. No further patient complications were reported.